Event description:
The patient experienced decreased pain control. The hcp was unable to aspirate the catheter at a dye study. The catheter was occluded. The hcp explanted the pump and catheter. The pump was removed to avoid in-vivo battery depletion. It was reported that there was no patient injury associated with the event.

Manufacturer narrative:
The pump and catheter were returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.